Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, a review of the unit's chronological log did not reveal any problems involved with the incident. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many aspects concerning the incident. However, it appears that the patient's condition was a significant factor involved with the event. That is, the polyp must have been very well vascularized and no typical endoscopy treatment method (application with a gold probe and clipping) was able to address the bleeding. Nevertheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work was performed with the involved medical staff on 10/03/18. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during/upon a polypectomy. The esu settings were endocut q mode; 3, 1, 6. Upon the removal of polyp with a snare, excessive bleeding occurred. A gold probe and clips were used to control the bleeding, but these measures were unsuccessful. The patient was sent to the operating room to address the issue. No additional information was provided in regards to how the situation was resolved or the outcome for the patient.